Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information was requested and not available yet. Related manufacturer reference numbers: 2938836-2019-16214 and 2938836-2019-16215.

Manufacturer narrative:
A partial lead with the connector measuring 4.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.